Event description:
It was reported the bronchovideoscope had brown liquid dripping from the distal end after reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation "brown liquid dripping from the distal end after reprocessing" was likely the foreign material resulted in hydroxide (rust) which might be corrosion of internal metallic parts from detergent and chemical residues invaded from air leakage. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.